Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb pp dist fem plate, l, 9 h, l. 238mm in (B)(6) 2013. On (B)(6) 2014, the patient underwent revision surgery due to the breakage of the plate. The following statement was reported: "the patient presented at clinical visits with a lack of any new bone growth and a clear non-union. When plate was removed, although, it was undetectable on the x-rays (since the plate retained perfect alignment), it was discovered that the plate had actually cracked half way down. It was not cracked through a screw hole and not a single implanted screw was broken or in any way altered."